Event description:
It was reported that the device was unable to be interrogated via inductive telemetry and no magnet response. When a magnet was added to the inductive wand, it was able to communicate with the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Correction: upon review, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated this event was not related to the device and there is no allegation of malfunction made against the device.